Event description:
Healthcare professional reported, unknown side "implants. That were explanted and require an explant kit in order to send them for investigation". Company representative, later confirmed, left side rupture. Device has been explanted.

Manufacturer narrative:
E1: zip code: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as surgical damage. Additional observations: crease is observed. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side " implants that were explanted and require an explant kit in order to send them for investigation". Company representative later confirmed left side rupture. Device has been explanted.